Event description:
During surgery, difficult to arrive to the torque limit of a t-handle and when closing one nut handle came off abruptly. X-rays showed that a pedicle screw was broken. Patient outcome: no adverse effect reported as a result of this event.